Manufacturer narrative:
Product ID 3093-33, lot# va01xbq, implanted: 2012 (B)(6); product type lead product ID neu_pt m_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
It was reported, the patient thought their implant had slipped down to their rectum. They thought it was leaking something. Stimulation was in a different location than after implant. Changing programs did not resolve the issue. The patient no longer felt stimulation. Increasing to 3.00 v did not resolve the issue. The patient felt like the stimulator was going to drop out whenever they had a bowel movement. The patient started experiencing a cream-colored discharge. The patient could hardly sit down. Therapy was effective prior to the migration. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.